Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the c-rotation handle and the flip-flop handle. The system was tested and found to be working as intended and placed back into the service.

Event description:
It was reported that the 8800 system has a problem (broken lock) with the handles on the c-arm. There was no report of patient injury.